Event description:
Info received indicates the bed exit alarm is not sounding.

Manufacturer narrative:
The tech isolated the issue to the audible function not sounding on the pt positioning monitor circuit board (ppm). The tech replaced the ppm circuit board to repair the bed.